Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a uromatic y type tur set was open. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. During the initial visual inspection of the photo samples and returned sample, missing seal (partial seal) was noted on the pouch. The reported condition was verified. The cause of the issue was due to human production related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.